Manufacturer narrative:
Referring to product inquiry the long nail kit r1.5, ti, right gamma3® ø10x340mm x 120° is stated to be the primary product. The u-blade set is considered to be a concomitant item. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal drill hole for the lag screw. Material deformation at the medial / distal and the lateral / proximal edge of the lag screw hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction signs where the edges of the sliding grooves had become worn. As already stated in the product inquiry the patient underwent the revision surgery by g3 long nail and thus, an insufficient bone healing [unstable fracture] could be assumed. Further, any callus formation could not be verified by x-ray images provided. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to intra-operative damage contributed by high axial load after an implantation period of approx. 8.5 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
In 2015, the patient underwent the surgery with the g3 long nail. When the patient twisted a body, the pain occurred on (B)(6) 2016. The surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2016. And the surgeon requested the investigation of broken nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In 2015, the patient underwent the surgery with the g3 long nail. When the patient twisted a body, the pain occurred on (B)(6) 2016. The surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2016. And the surgeon requested the investigation of broken nail.